Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. B2: the patient's date of death is approximate. Month and year are confirmed valid. Continuation of d10: product ID {evfxplus-26}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon advancing the delivery catheter system (dcs) through the ascending aorta, the dcs was unable to cross the aortic valve due to calcification at the sinotubular junction (stj). Multiple attempts were performed, including using a buddy wire and switching to a non-medtronic guidewire, but the dcs was still unable to pass. A p re-implant balloon aortic valvuloplasty (bav) was performed; however, the balloon was unable to pass through the aortic valve as well. A new balloon was introduced to perform another pre-implant bav, but the balloon was also unable to pass. At this point, the procedure had been delayed by approximately 1 hour. Therefore, a new valve and delivery catheter system (dcs) were used. A snare was used to pull the dcs and balloon through the aortic valve. A pre-implant bav was performed to allow the valve to expand in the presence of severe calcification; however, calcification was observed to have peeled off at the stj. Following the implant of the valve, an angiography was performed that revealed a patent false lumen originating from the stj. An echocardiography was performed that confirmed an ascending aortic dissection extending to the abdominal region. Subsequently, open-heart surgical repair was performed to address the dissection. A few days following the implant of the transcatheter valve, the patient died.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon advancing the delivery catheter system (dcs) through the ascending aorta, the dcs was unable to cross the aortic valve due to calcification at the sinotubular junction (stj). Multiple attempts were performed, including using a buddy wire and switching to a non-medtronic guidewire, but the dcs was still unable to pass. A pre-implant balloon aortic valvuloplasty (bav) was performed; however, the balloon was unable to pass through the aortic valve as well. A new balloon was introduced to perform another pre-implant bav, but the balloon was also unable to pass. At this point, the procedure had been delayed by approximately 1 hour. Therefore, a new valve and delivery catheter system (dcs) were used. A snare was used to pull the dcs and balloon through the aortic valve. A pre-implant bav was performed to allow the valve to expand in the presence of severe calcification; however, calcification was observed to have peeled off at the stj. Following the implant of the valve, an angiography was performed that revealed a patent false lumen originating from the stj. An echocardiography was performed that confirmed an ascending aortic dissection extending to the abdominal region. Subsequently, open-heart surgical repair was performed to address the dissection. A few days following the implant of the transcatheter valve, the patient died. Additional information was received to report when, during the procedure, the aortic dissection occurred. Per the physician, the nos econe of the dcs caught on the calcification in the stj which made advancing the dcs difficult. It was suspected the dcs was attempted to be pushed through the calcified area despite being caught on the stj multiple times. The dcs becoming caught on the stj resulted in cumulative damage to the aorta. The physician confirmed neither the medtronic valve, nor the guidewires used for the case were contributing factors to the dissection. The physician noted "since the dissection extended to the abdomen" the cause of death "was due to organ failure". Additional information was received to report the blood vessel space effected by the dissection was blocked by blood clots which resulted in extensive organ ischemia. Future treatment was considered; however, resuscitative measures were unsuccessful and became impossible. The patient died one one day after the valve implant.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event and date of death b5. A third paragraph was added. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon advancing the delivery catheter system (dcs) through the ascending aorta, the dcs was unable to cross the aortic valve due to calcification at the sinotubular junction (stj). Multiple attempts were performed, including using a buddy wire and switching to a non-medtronic guidewire, but the dcs was still unable to pass. A pre-implant balloon aortic valvuloplasty (bav) was performed; however, the balloon was unable to pass through the aortic valve as well. A new balloon was introduced to perform another pre-implant bav, but the balloon was also unable to pass. At this point, the procedure had been delayed by approximately 1 hour. Therefore, a new valve and delivery catheter system (dcs) were used. A snare was used to pull the dcs and balloon through the aortic valve. A pre-implant bav was performed to allow the valve to expand in the presence of severe calcification; however, calcification was observed to have peeled off at the stj. Following the implant of the valve, an angiography was performed that revealed a patent false lumen originating from the stj. An echocardiography was performed that confirmed an ascending aortic dissection extending to the abdominal region. Subsequently, open-heart surgical repair was performed to address the dissection. A few days following the implant of the transcatheter valve, the patient died. Additional information was received to report when, during the procedure, the aortic dissection occurred. Per the physician, the nos econe of the dcs caught on the calcification in the stj which made advancing the dcs difficult. It was suspected the dcs was attempted to be pushed through the calcified area despite being caught on the stj multiple times. The dcs becoming caught on the stj resulted in cumulative damage to the aorta. The physician confirmed neither the medtronic valve, nor the guidewires used for the case were contributing factors to the dissection. The physician noted "since the dissection extended to the abdomen" the cause of death "was due to organ failure".

Manufacturer narrative:
Updated data: b5. A second paragraph was added. G2. Report source h10. H6. Corrected data: 2. Outcome attributed to adverse event additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.